Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding an implanted infusion pump. The pump was used to deliver dilaudid (hydromorphone). It was reported that the personal therapy manager (ptm) was taking a long time to connect to the pump in the last 2 months. The ptm would connect and go to 90% and then sit there for 2-3 minutes and sometimes it would not connect and say "no device found". It was noted that the patient got 3 boluses per day. Patient services reviewed device function and clearing data off the handset. The reporter did not have the external device with them or the patient. Patient services recommended calling back with the patient and devices for assistance. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a patient's representative (caller). The caller reported they had called in december since back then the handset was lagging at 90%. The caller said that the steps they were given to clear the data worked for about a month, but they had to keep taking the steps to clear the data about every 4-6 weeks since the handset would keep lagging at 90%. The caller stated they cleared the data on january 20th and then again about a week ago. The caller was not present with the handset or patient during the call. The caller wanted to know if there was an update on this issue. The caller mentioned they were going to the patient's healthcare provider (hcp) today to get the pump refilled with dilaudid.